Event description:
It was reported "surgeon implanted a 52mm trident psl cup with a 36mm 0 degree crossfire insert. Axial reamed and then broached the femur to a pressfit #9 using the cutting edge advantage gold instruments. Placed the 1020-2700 calcar planer on a power reamer in the usual fashion and placed the planer on the peg trunion of the inserted broach. During the planing process, a large piece of calcar bone was broken away. Requiring the use of an inhouse 1.7mm synthes cocr orthopaedic cable to repair."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.